Event description:
It was reported that after a difficult insertion of the iab, the pump experienced helium leak alarms, and blood was noted in the gas tubing. The iab was removed and replaced without any complications.